Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient with hydrocephalus was taken to surgery for insertion of a right ventriculoperitoneal shunt. The previously placed external ventricular drain was removed. The physician used an ultrasound to guide placement of a ventricular catheter. Clear fluid cam out initially, but the flow was not excellent. The catheter was revised, and another test was done of the distal runoff. No results with multiple pumping and aspiration attempts. The physician interrogated the proximal catheter with a 23 gauge butterfly needle, and there was excellent flow. It was evident that the valve was not functioning properly. The physician disconnected the snap top reservoir from the proximal catheter and removed the entire distal system including the valve and distal catheter and replaced it with a new system. Immediately, clear fluid was visualized coming out at the distal end tubing.